Manufacturer narrative:
Please note, this MDR was inadvertently submitted under MFR registration number (B)(4). The appropriate MDR registration number for this MDR report is (B)(4).

Event description:
Letter from attorney rec'd via fax. End-user was allegedly injured when he was sitting on the walker and it collapsed causing the end-user to break his femur and re-injure his hip. This is a legal matter being handled exclusively by the legal dept.